Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch # unk.

Event description:
It was reported that during an unknown procedure, ¿the surgeon was attempting to place an ethicon ats endocutter down the trocar but he experienced resistance. After removing the cap of the trocar, he noticed the white ring inside the proximal end of the trocar was protruding out. He popped the ring back into place and we then blue to get the endocutter down the trocar with no issue. The case was completed in the norm, fashion with no further issues.¿ there were no patient consequences reported.